Event description:
It was reported that the tip of the guidewire broke. A 330cm rotawire and rotalink plus were selected for use in a rota case. During the procedure, after debulking, the system and the wire were removed. During removal, the tip of the wire broke off. The tip was recovered. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis, no visual defects were observed in the returned device. Dimensional inspection revealed for the overall length that the distal. Medium, and proximal overall dimension (od) matches with the specification. Media inspection revealed that an image was provided by the customer; however, it was not possible to observe fractures in the guidewire located inside of a plastic bag.

Event description:
It was reported that the tip of the guidewire broke. A 330cm rotawire and rotalink plus were selected for use in a rota case. During the procedure, after debulking, the system and the wire were removed. During removal, the tip of the wire broke off. The tip was recovered. There were no patient complications reported.